Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device was unable to detect an ECG rhythm with paddles. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.